Event description:
It was reported that the patient with this right ventricular (rv) lead was admitted to the hospital after experiencing a syncopal episode as well as chest pain. An echocardiogram showed the patient had a pericardial effusion. A pericardiocentesis procedure was performed and 400 millimeters of fluid was drained from the pericardium. A rv lead perforation was suspected to have caused the reported clinical observations. All current rv lead measurements were within acceptable range, and the patient is currently being monitored in the hospital. The rv lead remains in service and no additional adverse patient effects were reported.